Manufacturer narrative:
D9: export data files have been received. Currently under analysis at the time of this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during the scan & plan case. They planned the screws, tapped all trajectories, drilled the pilot holes, and inserted the screws. The surgeon stated that everything felt good during the procedure. The manufacturer representative said the images indicated lateral on the left side and medial on the right. The scope of the surgery was four trajectories on l4 and l5. All four trajectories looked off post-op. Delay was approximately 30 minutes. There was no reported patient symptoms. Additional information received from a manufacturer representative reported that the patient experienced numbness in the foot or toes. The numbness was not temporary. Numbness is in the right foot. The surgeon decided to revise right side l4-5 pedicle screws. He removed and replaced them percutaneously with fluoroscopy on (B)(6) 2023. At the time of the original case the trajectories were deviated approximately 7mm low and left of the planned trajectories.

Manufacturer narrative:
H2: a1, patient ID updated. H3: the investigating team concluded that after reviewing the export data files the root cause for the deviations experienced in the operating room is an anatomy shift which happened after scanning was completed. A platform shift may have been a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.